Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v260805, implanted: 2009 (B)(4); product type lead product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
It was reported that a patient¿s device was not helping her like it used to and she felt like the device had stopped working. There was a loss of therapeutic effect and the therapy issues started a couple of months ago. The patient was having issues holding her urine, especially at night, and she was wetting pads and changing pads at night. She wasn¿t feeling stimulation or wasn¿t noticing the sensation. There was a problem with the patient programmer and the batteries were dead. The patient did not have another set of batteries to try. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.